Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated via phone call that she was having really high readings of her blood glucose due to faulty infusion sets. Customer states that her infusion sets have been falling off and they seem to not stick to her skin. Customer states that their meter doesn't read her blood glucose because the levels tend to be so high. Customer's blood glucose levels at the time of the incident were 535 mg/dl and her current blood glucose is 232 mg/dl. Customer declined to troubleshoot for the high blood glucose levels. Customer states that the set tape is not holding on properly. Customer was told if problem persists to call back. The pump is not expected to be returned.